Event description:
Report received from (B)(6) stating that the device was "heating." The device was being used in operation. There were no user or patient injuries reported. There is no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.